Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. The device history record did not reveal issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler has a blank screen during power up. Patient rebooted cycler, but the screen remained blank. The technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. Patient will perform alternate treatment. Upon follow up, it was confirmed that no patient serious injuries were experienced, and no medical intervention was required. The patient was able to complete treatment. The replacement cycler has been received and the old one was returned as scheduled. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board.